Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported several drops of leakage at the connection between the secondary texium tubing infusing fludara, and the uppermost y-site of the primary normal saline tubing. The fludara bag was clamped and the IV turned off. The end of the secondary tubing appeared to be threaded correctly and tight. The y-site was dried thoroughly and the texium end was reattached and started at 50ml/hr as the chemo spill procedure was initiated.

Manufacturer narrative:
Concomitant medical products: b. Braun, 250ml bag of 0.9% sodium chloride injection usp, lot j5l227, exp 09/17; b.braun, 100ml bag of 0.9% sodium chloride injection usp; therapy date: (B)(6) 2015. The customer¿s report of leakage at the connection site between primary and secondary sets was not confirmed. No leaking was observed during functional and pressure testing. Both sets functioned as intended. The root cause of leakage at the connection site between primary and secondary sets could not be determined.